Event description:
During cardiac catheterization procedure, intra-aortic balloon was inserted in the pt. Three differrent pressure transducers were hooked to the pressure line and catheter. Neither of the three would zero. New cables were installed, and transducers still would not zero. The fourth transducer was inserted, it did zero, and procedure was completed.